Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the keypad overlay and belt clip rails on event date of (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, broken belt clip rails, partially detached retainer and cracked retainer. Cosmetic damage was confirmed at cracked keypad overlay and broken belt clip rails.

Event description:
Information received by medtronic indicated that insulin pump had a crack on the ok button. Customer stated that there was damaged to the clip rails. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.